Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was extended several times, however tendinous chords seemed to be tangled with the lead tip, and the tissue could not be detached easily. The lead was eventually removed, and fibrous tissue was attached firmly to the lead tip; it could not be cleared. The lead was replaced with a new one. No patient complications have been reported as a result of this event.